Event description:
Same case as MFR report #3005099803-2009-00151. It was reported that during a biliary stenting treatment procedure, deployment difficulties occurred. The target lesion was in the common bile duct. A biliary stent 8.5fr/10cm had been advanced to treat the target lesion. While attempting to deploy the device, "severe" resistance was encountered. The stent retracted with the inner catheter and the suture would not come off. The stent was deployed "by force" in the proximal portion of the target lesion. The stent placement was adjusted with an unspecified snare. Another biliary stent 8.5fr/10cm was selected and advanced; however, the same deployment difficulties requiring repositioning occurred. The procedure was completed with a third biliary stent 8.5fr/10cm. There were no patient complications reported with the patient's current condition listed as 'good".